Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular channel resulting in inappropriate shocks. The noise resulted in inappropriate anti-tachycardia pacing therapy which accelerated the rate into ventricular tachycardia. It was also reported that this defibrillation lead exhibited low pacing impedance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
This device was later explanted due to an upgrade procedure. Three years post explant the device was returned for analysis.